Event description:
It was reported by the affilate that the (1) al326 was used during a gall bladder procedure. It was reported that the clips would not feed. The case was completed with another instrument. There was no pt consequence.